Manufacturer narrative:
One 120803f catheter with an unsealed packing tube from the reported model and lot number were returned for examination. The reported event of balloon burst was confirmed. The balloon was found to be ruptured and was received inverted over the distal tip. After the balloon was returned to its original position, the rupture edges did not appear to match up. The packing tube was found broken 57cm from the clear tube. No visible damage was observed from the catheter body. A review of the manufacturing records indicated that the product met specifications upon release. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
It was reported that during use in a patient of this fogarty catheter, the balloon burst/broke. As per customer opinion, balloons could have been damaged when passing the catheters through the patients coronary stent. There was no allegation of patient injury. Patient demographics were unable to be obtained.